Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins). Specifically, when the patient tried increasing the stimulation they could only increase to ¿maybe 2 point whatever¿ before the device gave them an intense shock in their side. It was noted that this only happened when the patient increased the stimulation ¿a lot¿ and had been occurring "for a while, when they initially put it in I thought maybe the leads needed to work into place, finish the scarring on the scar tissue or whatever, but it's not really gone away." The patient stated that basically that the issue had been going on since implant but thought it was getting worse (¿since implant¿). The patient also noted that, prior to putting the device in, they were told that it should help a lot with the nerve pain and a little bit with their back but they have seen an increase in pain in their back. Additional information was requested but was not available at the time of this report. If additional information is received, a fol low up report will be sent.